Event description:
Device 4 of 4. Reference MFR report: 1627487-2017-04277, reference MFR report: 1627487-2017-04276 , reference MFR report: 1627487-2017-04275. Follow up revealed that the patient's swelling spread and that they continued to have drainage issues. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the remaining leads explanted. The infection has since been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR report: 1627487-2017-04277, reference MFR report: 1627487-2017-04276, reference MFR report: 1627487-2017-04275. It was reported that the patient experienced an infection at their peripheral lead site. As a result, the patient underwent surgical intervention to have the lead explanted. Patient was given antibiotics and pain medication. Physician will follow up with the patient in a few months. Note: all four of the patient's leads are being reported because it is unknown which lead is liable.